Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing were noted on the device and competitor right atrial (ra) lead. The competitor ra lead noted additional issues. Low out of range impedance measurements were also noted. As a result, the device was reprogrammed. No adverse patient effects were reported.